Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor; 5867-3m adaptor, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post device change out the patient experienced a pocket infection. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted. Cultures were taken and antibiotics were administered. The crtp was replaced with a leadless implantable pulse generator (ipg) approximately one week later. The leads were not replaced. No further patient complications have been reported as a result of this event.